Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: infinion cx lead kit, 70cm. Upn: (B)(4). Model: sc-2317-70. Serial: (B)(4). Batch: 18493260.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to migration. The patient underwent an explant procedure and the devices were discarded.